Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. Customer was able to successfully clear the alarm the insulin pump will be returned for analysis.